Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received a high result (reading unknown) on the aviva combo system. She questioned the result but still delivered the recommended bolus. After delivering the bolus, she felt shaky, nauseous, and faint. Her husband provided soda to drink to treat hypoglycemia. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.